Event description:
Healthcare professional reported five days after injection in the marionette lines with juvederm ultra plus xc the pt developed a "strange reaction" on the body and inflammation at the marionette lines. The pt was treated with hyaluronidase and anti-inflammatories. The reported symptoms have "85% improved".

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.